Event description:
The user reported that the roller clamp is not stopping the flow of fluid. No harm or injury reported.

Manufacturer narrative:
Device eval - one used suspect device has been received for eval. The user did not indicate if this was the initial use of the device. The eval is in process. A f/u report will be submitted when the eval has been completed.